Manufacturer narrative:
This report is submitted on may 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced retention issues with device use. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to reduce the skinflap. Following revision surgery, the retention issue resolved.